Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer woke up with high blood glucose which they attempted to resolve by changing the site, the battery, the insulin and the infusion set. She stated that it slowly went down throughout the day but then it shot back up again to 468 mg/dl. She stated that the customer was treated with a manual injection of 5.3 units. She stated that the drive support cap appeared to be normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. She was advised to remove the infusion set and stated that the cannula was not bent. Nothing further was reported.